Manufacturer narrative:
The devices were not returned for analysis, as they were implanted in the patients. Since the devices were not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report through literature review of ¿the role of the pipeline embolization device for the treatment of dissecting intracranial aneurysms¿ (m. De barros faria, r. Nella castro, j. Lundquist, e. Scrivano, r. Ceratto, a. Ferrario, p. Lylyk) one device fell into the aneurysm sac, 2 slipped proximally during deployment, and 2 presented exaggerated shortening while compacting, missing total neck coverage, which required deployment of an additional ped.